Event description:
A physician reported a pt who was originally skin tested on 23 april 1999 and again on 12 may 1999; both with negative results. In 1999, the pt was initially treated in the nasolabial folds and the glabella. In 1999, the pt was again treated in the glabella. In 1999, the pt presented with persistent erythema at all treated sites, with both test implant sites appearing elevated and red. Date of symptom onset was unknown. Symptoms were constant, not intermittent. The physician prescribed oral prednisone 20 mg for five days and diagnosed hypersensitivity.